Event description:
It was reported that the pump's alarm sound was not annunciating. There was no reported adverse impact to the customer's blood glucose level. Customer declined further troubleshooting.